Manufacturer narrative:
(B)(4). Leaflet not coapting typically would result in regurgitation. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. The device history record (DHR) review was not able to be completed as information regarding this device remains unknown. At this time, edwards is unable to conclusively determine the root cause for this event or confirm the clinical observation. To date, no information has been provided regarding intervention to treat the surgical valve. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this device is failing after approximately nineteen (19) years due to severe aortic insufficiency from a leaflet prolapse. As reported, the patient is being evaluated for valve-in-valve intervention, but a procedure has yet to be scheduled. No additional details have been provided.

Manufacturer narrative:
Edwards received additional information through follow-up that the patient underwent a successful transcatheter valve in valve procedure with a 23 mm transcatheter valve. There were no complications noted.